Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the reason for call was to get MRI information. The caller reported that the patient's device was not working so the device was removed and lead remains implanted. The urologist removed part of the lead and a portion of the lead remains implanted, a note indicated that there was a small metal fragment that was in the subcutaneous tissue. The agent reviewed MRI information. On 2025-03-04 an MRI technician called back to review MRI. They indicated the segment of lead left behind was 2cm or less, per the radiologist.